Event description:
The ge oec 9800 fluoroscopy sys displayed a communication failure at the conclusion of a procedure.

Manufacturer narrative:
A ge oec svc rep investigated the issue and upgraded and replaced the cpu with a single board computer upgrade and associated components. The sys was tested, found to be operating as intended, and released to the customer for use. The facility was unable to, or would not provide any pt info with respect to this issue. No pt injury or harm was reported as a result of the noted malfunction.